Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer requested an event log review and device investigation for the evening hours to confirm that a dextrose 10% infusion (ID d10) was programmed initially at 3.3. Ml/hr, changed to a kvo of 1 ml/hr, and then back to 3.3 ml/hr and unexpectedly changed by the user to 16.7 on (B)(6) 2018 at 2049, and remained at that rate until 2118 when the rate was decreased to 14.7 ml/hr. No patient harm was reported. The dose in epic was 28.387 ml/kg/day.

Event description:
The customer requested an event log review and device investigation for the evening hours to confirm that a dextrose 10% infusion (ID d10) was programmed initially at 3.3. Ml/hr, changed to a kvo of 1 ml/hr, and then back to 3.3 ml/hr and unexpectedly changed by the user to 16.7 on 4/15/2018 at 2049, and remained at that rate until 2118 when the rate was decreased to 14.7 ml/hr. No patient harm was reported. The dose in epic was 28.387 ml/kg/day.

Manufacturer narrative:
The customer¿s report of an unexpected rate change by the user was confirmed. No unexpected rate changes by the pump alone were confirmed. Physical inspection of the pump module showed no anomalies. Rate accuracy testing results were within specification. The logs show that the pump module was initially programmed remotely for dextrose 10% on (B)(6) 2018 at 8:39 pm. The rate of infusion was 9.3ml/hr (default). The user performed several rate and vtbi changes prior to the reported event date. On (B)(6) 2018 at 6:31 pm the rate was changed to 3.3 ml/hr. At 7:47 pm the infusion completed and transitioned to the kvo rate of 1 ml/hr. One minute later the infusion was restored and restarted at 3.3 ml/hr. At 9:18 pm the user changed the rate to 16.7 ml/hr and at 9:18 pm changed it to 14.7 ml/hr. At 9:26 pm the rate was changed to 6.4 ml/hr and at 9:27 pm changed to 3.3 ml/hr. At 9:34 the rate was changed to 3 ml/hr and at 9:56 pm the module was channeled off and the system was then powered off. The root cause of the customer's report was a series of changes induced by the user.